Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shock therapy. Technical services (ts) was consulted to review the device data. Ts confirmed two stored episodes of inappropriate therapy and one untreated episode, all of which demonstrated non-physiological artifacts. Chest x-rays were performed and confirmed the lead was fully inserted and appropriately positioned. Device troubleshooting was conducted, during which the non-physiological artifacts were reproducible with torso rotation. Ts recommended lead replacement. At this time, the device remains in service, and no adverse patient effects were reported.